Manufacturer narrative:
Product ID: 3888-56, lot# v333263, implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3777-60, serial#(B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3888-56, lot# v333263, implanted: (B)(6) 2011, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported they needed their system "tweaked" because it was going across their stomach and all she was doing was going to the bathroom; stimulation in the wrong location was reported which was a sudden change. There were no falls or traumas reported that could be related to this issue. The patient programmer (pp) was used to check the implant and turn it down. Relevant medical history includes other chronic/intract pain (trunk/limbs). The healthcare provider (hcp) further reported that the patient was seen by the physician on (B)(6) and the manufacturer's representative (rep) on (B)(4) and was given a new program. The patient needed reprogramming due to a change in the location of the pain. Thoracic and lumbar x-rays were also performed. The issue of stimulation in the wrong location was resolved.